Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2; -11.0 diopter implantable collamer lens into the patient's right eye (od) on(B)(6)2023. The lens had tore during injection/delivery into the eye. Intraoperatively the lens was removed with no patient injury. On (B)(6)2023 a replacement lens of the same length was implanted and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
Medical device problem code - (B)(4). Claim# (B)(4).